Event description:
It was reported on (B)(6) 2011 that a vns patient was being referred to a surgeon due to a possible infection. Additional information received from the surgeon's office revealed that the patient had a subcuticular stitch abscess. The patient was instructed to use wet to dry dressing changes. There were no cellulitis present so no antibiotics were given. The DHR for the lead and generator were reviewed and sterility prior to device distribution was confirmed. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2011 from the patient's neurologist. He stated that there were no reports of any patient manipulation or trauma that could have caused or contributed to the infection. There were no cultures taken at his office. The patient underwent surgery due to a minor infection and possibly due to a failed suture. Follow up with surgeon's office revealed that no cultures were taken and that during a follow up appointment on (B)(6) 2011, the infection had completely resolved. The patient has had no further issues.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.